Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted after the patient¿s av node ablation procedure. The rv lead was positioned at the apex. No r-waves were measured due to the ablation, the pacing impedance measurement was about 1,000 ohms and the rv pacing threshold measurement was 0.8v at 0.5ms. Two days after the implant procedure, there was no rv pacing observed on the electrocardiogram. A chest x-ray showed the lead was in the same position as at implant and the lead tip was attached to the rv apex wall. Pacing outputs were increased to 5.0v and no pacing was observed. Therefore, a revision procedure was performed the following day. During the procedure, the lead was tested on the pacing system analyzer (psa) and pacing threshold measurements were high, above 7.5v. Impedance and r-wave measurements were normal. The helix was retracted and the lead was placed in three other positions, with no improvement in threshold values. This lead was removed from the patient and a new lead of the same model was implanted successfully, with normal measurements noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, and x-ray analysis confirmed the conductor coils were intact. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.